Event description:
Complainant alleged that while attempting to ventilate a male patient (age unknown), the device stopped ventilating and displayed "o2 valve fault-2011" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of "stopped ventilating" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer's report of "o2 valve fault- 2011" was not replicated or confirmed. The customer's report was not observed during review of device data logs. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The o2 valve was replaced as a precaution. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a male patient (age unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.